Event description:
The customer reported that the spike broke when connecting to a chemotherapy infusion device. We received one used sample for investigation. A visual inspection on the received sample was performed and found that the spike is broken off completely, no material or production fault visible. The set is connected to an extension line (not our product) in which the spike is stuck. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. The investigation of retain samples did not show any deviation related to the complaint reason. Based on the results of the investigation a material or a production fault can be excluded.